Manufacturer narrative:
Oct data points to the lens not moving during pullback, which would confirm the complaint that there were stacking slices and the lens did not appear to pullback. The catheters were not returned. Root cause was unable to be determined.

Event description:
Nmc complaint # (B)(4). Catheter performed pullback but at some point it appeared that the console was stacking repeated slices and imaging though the lens wasnt pulling back: the catheter should have pulled back into the guide but didnt even pull back to see the proximal branches of the artery that were well within the 100mm of the pullback.the 40mm stent that was placed was measuring over 80mm in length in both of the post runs. Then, as the catheter tried to advance the lens into ready position knocking was then heard from the pim and then stopped and generated an error message on the console. Once the catheter was disconnected the pim reset itself and the catheter was then reconnected with a crisp red light noted and another run was completeed with the same events and errors noted.